Event description:
It was reported that the programming handheld would not hold a charge due to what is suspected to be a faulty battery. It was reported that the handheld was kept plugged into a power outlet when not in use, and was removed from power just prior to use. The reporter requested a replacement battery, but she was informed by the manufacturer that the handheld batteries cannot be replaced. The physician requested to keep the handheld.